Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - b1, e1 (event site state), h6(type of investigation, component codes) the user informed that the alarm had occurred 10 minutes prior to my call and that they had not been able to resume consistent therapy without the alarm sounding again. He verified that there was no blood in the helium tubing and that all connections were secure. He reported that they had been attempting to resume therapy by using the start key only, but were unsuccessful. Esp personnel directed him to use the iab fill key, followed by the start key after the fill completed. These steps resumed therapy as expected. Esp personnel reviewed the function of the help button and its usefulness for any alarm or message that appears on the cardiosave screen.

Event description:
N/a.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.